Event description:
It was reported that the right ventricular lead had insulation issues. The lead was indicated to have been exchanged. The patient is a participant in the adaptresponse clinical study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.